Event description:
Caller tested 3.3 inr on the coaguchek xs system while a comparison lab returned as 2.5 inr. No actions were taken based on device results. No adverse event reported. Requested return of suspect system.

Manufacturer narrative:
The event occurred in (B) (6).